Manufacturer narrative:
(B)(4). Date sent: 6/1/2021. H6: component code = g07. Additional information received: recd psee60a; lot # u5fa6w. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and without reload present. During the analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. The device was disassembled to verify the internal components and the spring firing trigger was noted to be out of its intended position. Additionally the articulation bar was noted to be damaged as would not hold the articulation setting. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. No conclusion could be reached as to how the spring firing trigger became out of position. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. (B)(4). D4 pxe60a, correct information = psee60a.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Answer = the patient was absolutely fine and there was no change to post op care. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure, the scrub sister could not open the jaws of the device to change the reload, we had to use the reverse button (I heard the motor drive the blade back) and then it opened, then on the stomach the gun would not open for the consultant, at this point he called me over to see and we walked through the opening steps together and still it was stuck, we again had to use the reverse button, the next reload was a success and then on and off throughout the case the gun went into lockout. The lockouts were a mix between white and blue reloads.